Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the rptr: when scope was placed inside of device and advanced to the end of same, the clear plastic tip popped off. This was prior to device insertion into the pt, the clear plastic tip was immediately recovered and the procedure was completed with a second instrument w/o further incident. Another device was used to complete case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.